Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 11. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with poor oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis and inflammation. No further patient complications were reported.